Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 12 x 2.50 promus premier¿ drug eluting stent was selected to treat the lesion. However during unpacking, it was noted that the stent strut was lifted. The device was not used and the procedure was not completed for another of the same device was not available. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the proximal stent rows 3-11. The stent rows were damaged and deformed and the stent struts were lifted and pulled. As part of the analysis, a review of the manufacturing data for the stent profile was performed and no anomalies were noted. The maximum crimped stent profile measurement is within specification. The tip was visually and microscopically examined and damage was noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 12 x 2.50 promus premier¿ drug eluting stent was selected to treat the lesion. However during unpacking, it was noted that the stent strut was lifted. The device was not used and the procedure was not completed for another of the same device was not available. No patient complications were reported and the patient's status was stable.